Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient had a seizure. She was with her mother, and the cgm value was 300 mg/dl. The parent took her to the emergency room where the bg finger stick was 229 mg/dl and the cgm value was 300 mg/dl. No treatment was administered, the patient was observed for 3 hours and released home in stable condition. She felt normal after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. At 2:20 am, the patient experienced a seizure that was associated with low blood glucose. The parent administered nasal glucagon and when the patient was able, she ingested three boxes of juice. After the glucagon and juice, the patient¿s bg was 62 mg/dl but the cgm was over 100 mg/dl. The patient was taken to the hospital where her bg upon arrival was 229 mg/dl but her cgm displayed 359 mg/dl. It was not reported if additional treatment was provided at the hospital. The patient was released home three hours later and post-event, she experienced a headache and weakness. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).